Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to test for alarms due to the blank display. The insulin pump also had a cracked reservoir tube.

Event description:
The customer stated that the insulin pump alarmed and had a blank display after being submerged in water. The insulin pump also has a crack on the case, and there is moisture inside the screen. Nothing further was reported.